Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest, the balloon would not inflate.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, the catheter was evaluated and observed a pinched inflation lumen and an external dent mark at location of the pinch. The lumen appeared to have been clamped off. Per functional testing, an attempt to inflate the balloon was made with 10 ml. Of water, however, the inflation funnel filled with the water and ballooned out. The balloon was then deflated and repeated using the quick fill technique and achieved the same result. The pinched lumen on the shaft was manipulated using the finger and after a few seconds, no pinch was observed. The balloon was reinflated and deflated with 10ml of water and the balloon inflated and deflated without difficulty. The dimensional evaluations were as follow: pinched inflation lumen 11.5cm from tip, eye snip length 3/32", eye snip width 1/32", eye snip distance from distal cuff 8/32", eye snip distance from proximal cuff 9/32", rubberize thickness 10 thou, reinforcement 144 thou, inflation funnel thickness 57 thou, balloon thickness (average) 24 thou, inflation lumen coverage 9thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that during a pretest, the balloon would not inflate.